Event description:
Caller reported mobile blood glucose results of 27 mmol/l and 6.5 mmol/l within 10 minutes. Reported a second, separate comparison of blood glucose results of 23.7 mmol/l and 7.3 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).